Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test at 120 minutes. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: contact person name: (B)(6). E-mail address: (B)(6). Event site email: (B)(6). Phone number: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit failed the battery runtime test. A getinge field service engineer (fse) confirmed and stated unit failed the battery runtime test as part of the preventive maintenance (pm) at 120 minutes. Nothing unusual identified in the logs. In order to resolve issue replaced batteries as a pair. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involved.